Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2

Event description:
Reference number (B)(4) event occurred in canada it was reported that patient faced two events of tubing detachment (comes out while playing and resting) on (B)(6)2024. The glucose level was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection (mdi). No further information available